Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked connector was confirmed, but the root cause of the damage is unknown. Four photographs were provided for investigation. The first image shows the product label, which lists lot #gfap0232. The second, third, and fourth images showed the proximal end of a drainage catheter. The catheter exhibits evidence of use. The connector was cracked and three fragments of the white connector had separated from the catheter. The fracture surface was jagged and granular. It was reported that the break occurred when the drainage bag was connected. The damage is most likely associated with use of the device; however, it is unknown if there were any underlying factors that would have affected the connector. The device history record (DHR) was reviewed and nothing was found to indicate a manufacturing related cause for this event. A lot history review (lhr) of gfap0232 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the connection broke when the rn was trying to connect the drainage bag. No other information was provided. No harm to the patient was reported.